Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a scheduled bilateral cataract surgery there was an incident while attempting to implant a preloaded intraocular lens (iol) in the patient's left eye. Account indicated that the case was uncomplicated and after removal of the cataract by phacoemulsification and removal of the cortical remnants by irrigation and aspiration, provisc was used to distend the posterior capsular bag. The pre-loaded iol was filled with viscoelastic, and once the iol was advanced, the cartridge was inserted into the temporal main wound and the doctor pushed on the plunger to inject the iol into the patient¿s posterior capsular bag. The iol then shot out of the cartridge with high velocity, rupturing the nasal posterior capsular bag with the iol shot into the vitreous¿only the trailing haptic was visible on the nasal aspect of the eye. Viscoat was used to support the iol which was three quarters (3/4) into the posterior vitreous. The iol was then gently brought into the anterior chamber. More viscoat was injected to prevent vitreous from egressing forward. The iol was cut using iol cutters and extracted from the eye. Anterior vitrectomy ensued and a tecnis za9003 25.5 diopter (johnson and johnson 3-piece iol) was placed into the ciliary sulcus with the optic captured. The doctor indicated that this has resulted in a significant complication for the patient. Patient outcome was not provided. Per further information received on 13 oct 2022 doctor provided that the iol shot out of the cartridge at high velocity, through posterior capsule (pc) and into the vitreous cavity. Doctor has used the product before and followed directions for use. Procedure was delayed 45 minutes. Incision was enlarged and sutures were placed. Patient did not seek medical attention. Medication was prescribed as post operative standard of care. Visual acuities: 20/40 pre-operative, 20/80 post-operative. Patient status: permanently impaired; however, daily activities not significantly affected. The doctor indicated that the lens was not available for further evaluation. Lens serial number was not provided. The only information received is that the iol is a tecnis pcb00, 26.0 diopter. No further information was provided.